Event description:
It was reported by repair work order that the customer alleged that the stretcher was lowering fully. Upon inspection of the unit by the service technician, it was identified that the hydraulic jack could not be fully lowered.

Event description:
It was reported by repair work order that the customer alleged that the stretcher was lowering fully. Upon inspection of the unit by the service technician, it was identified that the hydraulic jack could not be fully lowered.

Manufacturer narrative:
It was originally reported that the hydraulic jack could not be fully lowered. Upon completion of the investigation it was found that the jack could be fully lowered however the jack could not be fully raised.